Event description:
It was reported by the risk mgr the following event: in 2005, a cross screw was implanted into a pt. Six weeks after the implantation, the pt had an infection needing a revision of the scar (the implants were not removed). The infection was treated by antibiotics. The pt was still at the hosp in over 2 mos in 2005 for the treatment of the infection.

Manufacturer narrative:
The file will be closed formally in accordance to our standard procedures.